Manufacturer narrative:
Additional narrative: additional evaluation was conducted. The report indicates that the he hand piece was running hot. The repair technician reported missing parts as the reason for repair. The cause of the issue is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Weight reported as less than (B)(6). Event date: unknown. Additional product codes: dzi, erl, hbe, hwe. Device is an instrument and is not implanted/explanted. Additional manufacture date: december 11, 2012. Service history review: lot 204897.016 a service history of the past three years has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. The service history evaluation is unconfirmed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing investigation of the subject device was performed by the device supplier. The supplier investigation determined that there is internal vibration due to the band contact on the handpiece. The internal wire is defective. This issue may be have been due to either weakness of the soldering wires as well as possible misuse of the practitioners by pulling on the wires, or expected aging of the handpiece due to hundreds of uses and sterilizations. It was noted that this device is ¿out of warranty¿ (end of handpiece life). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a bilateral mandibular distraction to lengthen the mandible the piezo electric hand piece was heating up in the surgeon¿s hand during use. The device operated fine during use and cut well. There was no patient or procedure impact. The procedure was successfully completed with the device. This is report 1 of 3 for (B)(4).